Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Reader did not turn on with button, strip, or usb cable insertion. Connected reader to the computer and masterm software was not able to recognize the reader. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Visually inspected the power adapter and no issues were observed. Used load tester to test returned power adapter and results were within specification. The reader was sent for further investigation. The reader was de-cased, and a visual inspection was performed. Liquid contamination observed. Therefore, the issue is not confirmed to use due to liquid contamination. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre reader showed all tests passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced unspecified symptoms of hyperglycemia. Customer was unable to self-treat and received unspecified treatment by a third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.